Event description:
A (B)(6) female patient contacted zoll customer support to report constant check te pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon evaluation, there was an open black pulse wire inside the trunk cable. The cause of the check te pad messages is the open black pulse wire. The root cause of the open black pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.